Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor value was reading below 40 mg/dl. The customer's blood glucose was 37 mg/dl at the time of the incident. Customer stated that she treated her low blood sugar by glucose, crackers, and orange juice. Customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis